Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was far field r-wave (ffrw) oversensing observed on the atrial channel. Reprogramming was performed, and the ra lead remains in use. No patient complications have been reported as a result of this event.